Event description:
The last extension of the distal femur was performed in 2006 - 1,4 cm. Allegedly, the femur broke when the pt was walking in the ship in 2007.

Manufacturer narrative:
Investigation is not complete. Pt has not been revised yet. Add'l info has been requested from the surgeon. This report will be amended when the investigation is complete. This event occurred in poland.